Event description:
After an alleged beating by spouse, patient entered the hospital for removal of tip of lifeport catheter that was done in x-ray dept. On 10/21/94. Dr. Removed round portion & part of catheter in surgery.

Event description:
After an alleged beating by spouse, pt entered the hosp for removal of tip of catheter that was done in x-ray dept on 10/21/94. Dr removed round portion and part of catheter in surgery.